Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy.there was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to return lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.